Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(4) 2010 during drain cycle 3. The drain volume was 3433 ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. The device functioned normally during lab testing. The cause of the iipv was determined to be: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse stated that the patient is continuing with therapy. The nurse confirmed that no patient injury or medical intervention was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).